Event description:
It was reported that the pt's performance has not improved over the past few months. It is unclear if this situation is caused by a device malfunction.

Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.